Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10242978. Describe event or problem.: correction and additional information. (B)(4).

Event description:
As reported by an optician on 02/03/2017, a consumer experienced corneal lesions, keratitis, redness, tingling and corneal edema in the right eye after wearing the air optix contact lens. It was reported that the consumer sought medical treatment and was prescribed unspecified eye drops to be administered for several weeks. The optician stated that the cause of the event was unknown. No additional information was provided at the time of this report. On 03/16/2017, the optician sent an email with the response letter sent to the patient; it was noted in the email that the consumer contacted the optician about intolerance due to contact lens wear on (B)(6) 2016. On 03/24/2017 additional information was received via a materiovigilance questionnaire filled out by the optician. It was noted in the questionnaire that the event occurred in (B)(6) 2016; the consumer had irritation, red eyes and stinging after several hours of contact lens wear. The consumer visited an ophthalmologist and was diagnosed with a corneal lesion and infection to cornea in both eyes (ou). Additionally, it was noted that microbial flora was observed during a medical lab analysis of the liquid in the contact lens package. The treatment prescribed included cetalkonium chloride + mineral oil emulsion to be administered for 12 months and unspecified dosage form of hexamidine, rifamycin, carboxymethylcellulose sodium, borax and fusidic acid gel (the frequency or duration of administration was not specified). The consumer was advised to discontinue contact lens wear temporarily and wear blue light filter glasses. The event outcome was reported as persisting with sequelae. It was also noted that the consumer is planning to resume contact lens wear. An article written by the consumer from the magazine "que choisir" was found on 05/16/2017; the consumer noted in the article that the consumer's eyes got quickly tired and reddened with the contact lenses. The consumer's eyes continued to sting and burn with redness even after the consumer used eye glasses. The consumer consulted an ophthalmologist who diagnosed the consumer with several ocular lesions on corneal infection in both eyes. The consumer was put on antibiotics and was on sick leave for seven days. The consumer resumed contact lens wear again and experienced eye redness after an hour of wearing the contact lenses. Additional information has been requested, but it has been reported that no additional information is available.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to file (B)(4) for the reported lot number 10242978. The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optician on 02/03/2017, a consumer experienced corneal lesions, keratitis, redness, tingling and corneal edema in the right eye after wearing the air optix contact lens. It was reported that the consumer sought medical treatment and was prescribed unspecified eye drops to be administered for several weeks. The optician stated that the cause of the event was unknown. No additional information was provided at the time of this report. On 03/16/2017, the optician forwarded a response letter from the patient; it was noted that the consumer contacted the optician about intolerance due to contact lens wear on (B)(6) 2016. On 03/24/2017 additional information was received from the optician via a materiovigilance questionnaire filled out by the consumer. It was noted in the questionnaire that the event occurred in (B)(6) 2016; the consumer had irritation, red eyes and stinging after several hours of contact lens wear. The consumer visited an ophthalmologist and was diagnosed with a corneal lesion and infection to cornea in both eyes (ou). Additionally, it was noted that microbial flora was observed during a medical lab analysis of the liquid in the contact lens package. The treatment prescribed included unspecified dosage form of hexamidine, rapamycin, carboxymethylcellulose sodium, borax, cetalkonium chloride + mineral oil emulsion and fusidic acid gel to be administered for 12 months. The consumer was advised to discontinue contact lens wear temporarily and wear blue light filter glasses. The event outcome was reported as persisting with sequelae. It was also noted that the consumer is planning to resume contact lens wear. Additional information has been requested, but it is not expected at this time.